Event description:
(B)(4). I was implanted with a medical device implant called essure in 2007. This medical device implant is now manufactured by bayer, formally by conceptus inc. I do not remember being given a lot # and therefore cannot provide this information. This device has a three-year shelf life, however, I do not have that expiration date. The onset of my complaint started in 2008. I started having extremely painful periods and started having a fever the week before my menstrual cycle and missed days of work. I started getting extremely fatigued but by the same, I also developed insomnia. For many years now, I have unexplained bruising and itching so deep in my tissues that I would scratch so hard I would leave bruises the size of grapefruits on various parts of my body. I constantly itched at first blaming it on my seasonal allergies. During this time, I also developed body aches and joint pain prior to menstruation then progressing to joint pain 24 hours a day. I chalked up the joint pain to getting older "andhellip;" I was in my late 30's at that time. During menstruation, I also developed a foul vaginal discharge prior to and during menstruation. In addition my memory loss is significant to me. I will argue about things that I didn't say or do until someone starts discussing the specifics and then it dawns on me that's what they are saying sounded familiar. It has progressed to the point where I thought I was going crazy. I have difficulty keeping my train of thought and concentration. I have dry skin where I will apply lotion daily and hand lotion each time after washing my hands. My hair loss is also upsetting to me. I have to work hard to hide my large gaps in my hair. It is very unnerving. I never linked any of these symptoms together until 2015. This is a list of my side effects and symptoms that I have experienced due to essure (no particular order): heart palpitations, significant memory loss/ forgetfulness, unexplained bruising, dry skin, hair loss, swelling of legs/feet/ hands, muscle spasms, foul vaginal discharge, extremely painful ovulation, body aches/pain/fevers during pms, joint pain, bloating, changing vision, constipation/ diarrhea, acid reflux, frequent urination, inability to empty bladder, difficulty concentrating, insomnia, night sweats, vitamin d deficiency, weight gain, fatigue, nickel allergy. I have been seen by several doctors over the years. I have been diagnosed with the following conditions recently: nickel allergy, vitamin d deficient. I have had the following surgeries due to essure hysterectomy with bilateral salpingectomy and anterior and posterior bladder repair. The device has been removed on (B)(6) 2015. The device was/was not returned to the manufacturer, that I am aware of.